Event description:
Sigmoid resection. Pcs29 was connected, calibrated, opened, closed and was fired. The anterior intestine was stapled, but not the posterior side. No staples were found and a leak developed. Manual sutures were placed to complete the case without further incident.

Manufacturer narrative:
Conclusions: suspect device was not returned for evaluation. Program memory card revealed the use of a cs29 dlu, not cs29 as described in the report. No conclusion can be drawn. See additional scanned pages.